Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a leak at the texium-to-tubing bond site was confirmed. No leaking was noted during gravity flow testing. During pump infusion testing a slow leak was observed at the bond site, with fluid buildup in the luer threads. The leak was further replicated during an underwater leak test. The cause of the failure was an oversized gap in the attachment area of the texium valve to the tubing luer, due to human error during set assembly.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the texium leaked at the bonding site to the tubing onto the patient's shirt. There was no report of patient harm.